Event description:
Allegedly cup was loose.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is listed in the package insert. Additional information has been requested. Although several attempts have been made, a medwatch 3500a has not been received. This is the same event as 1043534-2009-00345, and 00346. This report will be updated when the investigation is complete.